Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient . Since the lot number is unknown, no batch review will be performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A sample was not requested because the event involved use error and there was no allegation against the device. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient began treatment with dianeal low calcium (local) therapy (dose, frequency and lot number not reported) and extraneal (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Eighteen days prior to this report, the pt experienced bacterial peritonitis manifested by cloudy effluent only, no pain, and no fever. Action taken with the dianeal and extraneal therapies was not reported. On the same day, the patient began treatment with fortaz, ip, (2gm, daily) and vancomycin, ip, (2gm, every 5 days) over a period of 15 days. Concomitant therapy not reported. The patient recovered from this peritonitis event (date unspecified). The cause of the peritonitis was reported to be due to break in aseptic technique by pt. The nurse stated that the patient was observed in the pd clinic running her fingers through hair and putting mask on after washing her hands and then performing exchange procedures very rapidly. The patient was scheduled to be retrained the following week (date unspecified) in proper aseptic technique and will be advised to perform exchange procedures more slowly.